Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not lock the stapler reload cartridge into correct position and it would not properly lock, causing the handle to malfunction. They had to open a new stapler and reload. They also required intervention and the patient incurred serious injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.